Event description:
A middle-aged female with a several week history of diarrhea was admitted with a lower gi bleed. A bowel management system was placed for instillation of lactulose per rectum, for the treatment of elevated serum ammonia. Rn began the administration of lactulose through irrigation port of the system but stopped to allow for a stat portable cxr to be performed. Rn resumed the medication administration, but mistakenly instilled approximately 200 - 250 ml in the balloon/cuff port of the tube. The patient complained of abdominal pain and CT revealed a rectal perforation, requiring surgery.